Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s son reported via phone call that the customer is in the hospital because of high blood glucose. The hospital said that the pump is not delivering insulin. The customer went to the ER on (B)(6) 2017 around 2:00 pm because of high blood glucose. He was admitted with the blood glucose of 611 mg/dl and was told by his doctor to go to the hospital the day prior. The customer was wearing the pump at the time he was admitted. At the time of the call, the customer was still hospitalized. The customer¿s son was advised to have customer call so that he could finish troubleshooting the insulin pump. Nothing further reported. The pump will not be returning for analysis.

Manufacturer narrative:
Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08700 inches.